Event description:
The customer contact reported the device touchscreen was not working. The device was returend to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen did not respond when pressed. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not pass the touchscreen test and did not respond when pressed. The probable cause was due to contamination on the device touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.